Event description:
Event description cpi received information that prior to gall bladder surgery, this patient's implantable cardioverter defibrillator (ICD) was deactivated. Further information indicated that the physician left the wand in place during the surgery. Following the surgical procedure, the ICD could not be interrogated. The following day, the ICD was successfully interrogated; however, the ICD could not be programmed. The physician elected to explant the ICD.